Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The file states the use of a viscoelastic and cartridge, which are not qualified to be used with associated model combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the instruction of the manufacturer's qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was noted to be cracked after it was implanted in the patients eye. The iol was removed and replaced with the same lens model and power during the initial procedure.